Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. After a guidezilla guide extension catheter was deeply engaged in the vessel, a 3.00x12mm synergy drug-eluting stent was advanced to treat the lesion. However, as the physician advanced the device through the guidezilla, a bit of resistance was encountered and when the physician removed the device from the guidezilla it was noticed that the stent was missing from the balloon of the stent delivery system. The physician then removed the guide catheter, guidezilla and guidewire together as a unit, but did not find the stent. The guidezilla was 'opened' but the stent was not found inside. The stent was also not found inside the patient or on the table. It is not known if the stent may have migrated to the leg. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cones and balloon main body were reviewed and the balloon was found to be partially inflated with liquid still evident inside the balloon. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. After a guidezilla guide extension catheter was deeply engaged in the vessel, a 3.00x12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the physician advanced the device through the guidezilla, a bit of resistance was encountered and when the physician removed the device from the guidezilla it was noticed that the stent was missing from the balloon of the stent delivery system. The physician then removed the guide catheter, guidezilla and guidewire together as a unit, but did not find the stent. The guidezilla was 'opened' but the stent was not found inside. The stent was also not found inside the patient or on the table. It is not known if the stent may have migrated to the leg. No patient complications were reported and the patient's status was fine.